Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a reoccurring button alarm. Tandem technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring. However, customer stated that nothing was pressing on the button. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.